Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires, for causes not known in detail. As per information from the field, the relatively short usage time (2 years) and visible damage of the implant suggest that surgical placement (causing chronic movement of the demodulator / coil section) may be a contributor in this case. There is, however, no such evidence in the complaint record. The problems given in the patient report seem to be congruent with the damage found. This is a combined initial and final report.

Event description:
The user was no longer able to hear any sound with the device. The external parts were checked and there was no problem reported and no improvement for the user. The user was re-implanted.